Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone13.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient reported getting locked out of their omnipod app on their phone. The patient recalled the pod alarming and then they were logged out of the app. Due to this the patient was no longer getting insulin delivery. Symptoms reported include nausea, feeling unwell and weak. The patient was treated with intravenous (IV) fluids, long-acting and rapid-acting insulin injections. The patient was discharged on the same day.